Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got back from dialysis and her blood glucose level was running at 600 mg/dl. Customer got a major problem with the sensors going off all night and keeping her awake. Customer stopped using them. Customer noticed that her blood glucose levels were running very high. Customer does not think she will continue to use the pump. Customer stated that she already changed out her set. Customer was at work, so she will call back. No further details given.